Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was freezing when the images are reviewing. Review of the system log file showed that the image processing error occurred. As a part of repair activity, the fse replaced the image disk, recreated image store, calibrated the bodyguard and the grid was reset. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was freezing when images were being reviewed. The issue was found during clinical use. No harm has been reported to philips.